Event description:
It was reported that during a small bowel resection, the surgeon was unable to get the anvil to click into three devices. A complete circular staple was not formed on a fourth product used. Patient consequence was not reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.